Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they received a power error alarm. The customer was able to successfully clear the alarm and complete the insulin pump rewind. The notification light did not immediately stop flashing. The customer stated that the battery was not previously used. The customer informed that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was monitored and tested with no unexpected battery power loss noted. Pump error 25 found in history file due to j6 connector resistance issue.